Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one articulating medium/thick reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends engineering review of the products, and an evaluation of the returned devices. The reported condition for this incident was the instrument would not fire during the sleeve gastrectomy procedure. Visual inspection of the instrument revealed that the rotation collar was disengaged and the two halves of the collar were separated. Microscopic examination of the weld seams revealed minimal material transfer, suggesting insufficient welding. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functional evaluation of the instrument could not be performed due to the noted damage. The reload was loaded into a pmv instrument for functional testing. The reload was applied to test media with proper transection and staple formation. The returned products as received by were found not to meet specifications and due to the separated rotation collar, the reported condition was confirmed. The observed condition can be attributed to an error during the assembly process. Engineering evaluated the assembly process and determined that improper placement of an internal component prior to the welding process had resulted in an in sufficient weld on the rotation collar. A process enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a.

Event description:
According to the reporter, the device jammed between the 4th and 5th stapling. Another device with the same lot number was used to complete the procedure. There were no consequences for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.